Event description:
The customer called to report low bgs. Troubleshooting was performed. The lead screw test passed the programming and histories on the pump were accurate. However, the alarm history revealed that the customer has over infused insulin. Suggested that the customer call their doctor to discuss possible causes of low bgs. Furthermore, the paramedics were called out and treated the customer's bgs. It was indicated that the customer is doing fine.